Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 374 (mg/dl). Customer administered an insulin injection to treat bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer adjusted the site change reminder to 3 days because they are using contact detach infusion sets. Customer was reminded that it is recommended to change contact detach infusion sites every 48 hours and to consult with a health care physician before changing any pump settings. Customer acknowledged.